Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: "as per your request, I performed a urodynamic assessment on august 27, 1998, on your patient, who is 53 years old. In her obstetric history, she had two pregnancies, both with a birth weight of more than 4,000 grams. Menopause began around the age of 50, and she is currently on colpro and premarin. She has never had any previous anterior pelvic surgery. However, she has already undergone perineo-sphincter rehabilitation, which had no effect on her urinary incontinence problem. The current urinary symptoms are stage iii stress urinary incontinence, without urgency or pollakiuria. This incontinence is significant, as it requires hygienic protection every day. She also indicates pelvic heaviness. There is no constipation. The gynecological examination reveals a normal perineum, good trophicity, and a slight vulvar opening. There is a prolapse of the urethral segment, without cystocele or rectocele. There is urinary incontinence triggered by coughing and relieved by the bonney maneuver. The vaginal examination shows good permeability and mobility, with a moderately well-formed central fibrous nucleus of the perineum. The levator ani muscles are somewhat weak (?). Urodynamic balance: 1. Profilometry: the maximum urethral closure pressure is 35 cm of h2o, which is expected given the patient's age. 2. Urethrostomanometry shows slight urethral instability without instability (?). 3. The flowmetry is normal for a micturition volume of 397 ml. 4. The urodynamic ultrasound shows a normal urethral length. During the valsalva maneuver, I note a significant displacement of the bladder neck of more than 2 cm with a very marked elevation of the neck. The vascularization of the peri-urethral cuff on color doppler is normal. Conclusion: your patient presents with a cervico-cystocele associated with an incompetent cervix and bladder neck incompetence. If this patient desires a surgical intervention, this is, of course, a new indication for suburethral support of the mouchel type, associated with a posterior lift." Patient was hospitalized from (B)(6) 2002, in order to benefit from a treatment of urinary incontinence during exertion through tvt. The intervention took place on (B)(6) 2002 under spinal anesthesia and was performed by the doctor. The intervention was carried out conventionally and the preoperative cystoscopy demonstrated initial intravesical positioning of the left strip. Therefore, after repositioning this strip, we opted to keep the patient with an indwelling urinary catheter until the next day. The postoperative was uneventful, the patient was authorized to return home on (B)(6) 2002. She will be reviewed by the doctor in consultation in 6 weeks."

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, d6a. Additional information received: - implant date (B)(6) 2002. - please confirm product code 830041 and lot number 843065 ok. - what was the diagnosis and indication of the initial surgery? Urinary incontinence at stage 3 stress without urgency without pollakiuria (during coughing, jumping to gymnastics, during laughter, permanent hygienic protection). - have concurrent interventions been performed? No. - have concomitant devices been implanted? No. - what symptoms did the patient experience after initial surgery? Date of onset of symptoms? No symptoms in the immediate postoperative period. Appearance of symptoms in (B)(6) 2019: pain in the left ischium in sitting position, left hip and foot, in the lower back (sciatica type pain) causing difficulty moving (wheelchair needed in 2020), digestive slowness. - if applicable, describe any medical/surgical procedures, including dates and results. / - have any deficiencies or anomalies been found on the lattice device? No but it is still in place. - daughter reported that the biggest problem is that sitting is painful. Also issues with sit bones. Surgeon says that hospital lost all medical information of this patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report(s)? No. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. The surgeon's name and the account name is unknown. D4: UDI: as the valid lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unspecified procedure on an unknown date and mesh was implanted. The patient reported experiencing permanent pain in the left ischium, suffers from pain in left hip, foot, lower back and has difficulties to move and sit still in a wheelchair. Device implanted since 22 years. No further information was provided.